Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating to server. A technical support specialist (tss) dialed into the station and found that the station was flagged for a maintenance/retry issue after receiving an alarm notification from station. Investigation revealed that the structured query language (sql) database (db) metric had exceeded the upper critical threshold of 8500 mb with a value of 9846 mb. The pas cart was resynchronized, and all necessary repair steps were completed. The issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating to server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.